Event description:
The customer reported that the system exhibited 'precharge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The breaker on the power cap module was evaluated and reset. No direct cause to the issue could be determined. The system was tested and found to be working as intended and returned to service.